Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the unit failed the oxygen accuracy test at the 100% setting. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 10apr2019. MFR site: correction. The manufacturer¿s international service technician confirmed the reported oxygen concentration issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 05/18/2019. Failure analysis on the returned gas delivery system (gds) shows that the submitted unit failed due to air flow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.